Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Chronic elevated high voltage impedance was noted since (B)(6) 2017. It is unknown if the impedance issue was caused by a right ventricular lead issue or physical damage to the implantable cardioverter defibrillator due to the physical nature of the patient's hobbies. The implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018. During the same procedure, the right ventricular lead was capped and replaced. The patient was stable throughout.